Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in e.1. Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative offered the surgeon surgical accompaniment and support with supplies to rule out parameters, but the doctor refused, indicating he did not want to risk more patients corneas.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that an unidentified number of patients presented with temporary corneal edema following cataract surgery. The edema did not have a long duration and all have recovered. The surgeon suspects the ultrasound was too strong causing the events. Additional information was received from the surgeon, who provided identifiers for each patient. This report is for a patient who presented with diffuse corneal edema, in the right eye, following cataract surgery. The edema persisted for 30 days. This file represents one of seven patients.